Manufacturer narrative:
(B)(4). G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the patient underwent a revision procedure 3 years post implantation due to a disassociation. There is no further information available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d10:g3;h2;h3;h6;h10. D10: cat# unknown lot# unknown / unknown head. Cat# unknown lot# unknown / unknown cup. Product was not returned; however, pictures were provided and reviewed. Visual examination of the provided pictures identified the explanted liner. This showed evidence of the screw hole in the liner, meaning the cup was still assembled and did not disassociate from the shell. There was visible wear to the edge of the liner. No pictures of the cup or head were provided. As devices were not returned, no further analysis can be completed. Review of the device history record identified no deviations or anomalies during manufacturing. As there was insufficient information provided, a compatibility check cannot be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: small femoral head which could predispose to dislocation. A definitive root cause cannot be determined. This complaint can be confirmed via the provided x-rays. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.